Event description:
It was reported that there were no issues noted with the preparation of a xience v stent delivery system (sds) and the technician stated, the contrast solution ratio was 45cc contrast, to 5 cc saline. During a moderately calcified, non-tortuous, right coronary artery stenting procedure, a xience v sds was advanced, the balloon inflated to 10 atmospheres to successfully deploy the stent, and the balloon was slow to deflate prior to removal. The stent was fully apposed to the vessel wall with deployment completing the procedure. The sds was removed successfully through the guide catheter with the balloon fully deflated and there was no adverse patient effect or no clinically significant delay in the procedure reported. Reportedly, the technician stated that they inflated the balloon outside of the body and it would not deflate down. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The deflation issue was not confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states to dilute 60% contrast 1:1 with heparinized normal saline. Based on the information reviewed, there is no indication of a product deficiency.